Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing to multiple stations. The customer stated that the station was unable to dispense medications and was also unable to process or cross the orders on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.